Manufacturer narrative:
The device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: review of the black box data revealed several records of unexpected power on reset events. The pump alarmed with a call service alarm during start up. A language corruption occurred at a component on the printed circuit board resulting in a call service alarm. The pump was unable to recover from the call service alarm and further investigation of the alleged power complaint could not be performed. The pump cover was removed for investigation. There was no evidence of internal damage, defect or contamination of components, including the power circuit/flex.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (no power) issue. The pump reported had no sound upon battery insertion and the spring was intact on the battery cap. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.